Event description:
The patient experienced a burning/stinging sensation over the battery site; the patient reported that they have not yet used the device. A short time later, the patient experienced a shock and there has been intermittent chest pain since being shocked. Additionally, it was reported that the 'leads are a level high'. Additional information has been requested, a follow-up will be sent if additional information becomes available.